Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic nephrectomy, the surgeon used the robot to grab the suture and it came off in the needle holder. It was noted that one needle became detached and the next suture broke. Another suture was used to complete the case. There was no patient injury.